Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a hard time keeping the implantable neurostimulator (ins) on. They mentioned that with their previous ins, they felt the stimulation all the time. This was clarified to mean that the stimulation goes away, they could not feel it anymore and had not helping with their symptoms. This had occurred since (B)(6) 2018. As an action taken prior to report, the patient had adjusted the stimulation but it would go away. The patient did not have access to their programmer, so no troubleshooting could be performed. Programming consideration were reviewed with the patient and they were redirected to their healthcare professional (hcp) if the issue did not resolve. It was noted that the patient declined any assistance with adjusting the stimulation. There were no further complications reported or anticipated.

Manufacturer narrative:
The event date has been updated with the new information received to the date of implant. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported by the patient that they couldn't get the device to ¿stay on¿. Patient services confirmed the patient wasn't feeling stimulation constantly. It was noted the patient got their new device a week ago, and the patient confirmed the device was replaced due to normal battery depletion. The patient noted they always felt stimulation with their previous device in the 5th year. The patient reported that prior to the call they had increased stimulation higher but not to a point where it was painful. The patient stated they would stop feeling stimulation after awhile. While on the call the patient synced with the programmer and it showed that stimulation was on. When asked if the patient¿s symptoms were 50% or better the patient said they were not sure because they just got the device a week ago. The patient mentioned their device was at their waist and they told the health care physician (hcp) not to put the device there. The patient noted they had to buy clothes that were longer. The patient also noted that the hcp found (unrelated to the device/therapy)¿hun¿ (hunner¿s) ulcers that the hcp had to remove. The patient stated they have had ulcers (again, unrelated to the device/therapy) removed 3-4 times. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.